Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The same day as event onset, the patient began treatment with intraperitoneal (ip) injection of vancomycin (1 gm stat, ongoing, frequency not reported) and ip injection of meropenem (500mg, once daily, ongoing) for peritonitis. Four days after event onset, the patient passed away. The cause of death was reported as peritonitis. It was not reported if an autopsy was performed. Pd therapy was ongoing prior to death and at the time of death. No additional information is available.